Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, none of the kits were appearing on the station. The customer stated that they have multiple kit setups associated with keys used to open a separate refrigerator containing multiple vaccines. They mentioned that although they typically have multiple kits and multiple keys available, all the kits were no longer displaying on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not detected any drawers. A field service engineer (fse) verified the internal internet protocol (ip) address configuration and confirmed that the firewall was disabled. During the hardware inspection, a faulty communication sled was identified. Fse replaced the communication sled and tested functionality. Good faith attempts were made to get the additional information regarding missing kits. No responses received from the field service engineer (fse) and the fse manager. Additional information will be added to the record if and when the information is received.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, none of the kits were appearing on the station. The customer stated that they have multiple kit setups associated with keys used to open a separate refrigerator containing multiple vaccines. They mentioned that although they typically have multiple kits and multiple keys available, all the kits were no longer displaying on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.